Event description:
It was reported that patient was revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 6630-0-410, dcon std beaded fem lft m/l, lot code lfum; cat 6632-3-620, duracon universal b/p non-beaded, lot code kjvc; cat 6642-1-709, dura duration a/p tib med 9, lot code xsnga; cat 6642-2-100, dura duration all poly pat med, lot code xvxha. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
Manufacturing and expiration date corrected. An event regarding infection involving a duracon insert was reported. The event was not confirmed. Device evaluation and results. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is required at this time.

Event description:
It was reported that patient was revised due to infection.